Event description:
Report received of an overdelivery. The pump was programmed on channel c to deliver 240ml pantoprazole (protonix) at a rate of 20ml/hr. Reportedly, the pump was running on battery power and lost all settings. The pump was plugged into ac power and the infusion was initiated. The solution was reported to infuse in 5 hrs and not the intended 12 hrs. The programmed settings at that time were not specified. The protonix was discontinued and the pump replaced. The doctor was notified. The protonix was held for 12 hrs and then resumed. The pt did not experience any adverse effects. Though requested, there was no further info available.